Event description:
Related manufacturer reference number: 2017865-2023-50334 it was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition while the atrial lead exhibited noise oversensing which resulted in the inappropriate auto mode switch (ams). No changes were made to the rv lead while the atrial lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.